Event description:
The allegation was confirmed. The probable cause was determined to be foreign object dame. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. A sound test was performed and failed due to the audio being very low. Functional tests were performed and failed the audio test. An internal visual inspection was performed and failed as the speaker was contaminated. Pictures were taken. The audio speaker resistance was measured and and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined. No injury to be foreign object damage. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.